Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Old episodes of noise on the ventricular lead was observed. Noise was not reproducible through isometrics and there were no other electrical anomalies. Programming changes were recommended if noise issue recurred. Patient will continue to be monitored.